Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited variable right ventricular (rv) impedance measurements. There was no noise, and all other lead measurements looked normal. The impedance measurements were not out of range. A surgical revision was performed and the patient's rv lead was replaced. The impedance measurements were noted to be normal through the device. No adverse patient effects were reported. The device remains in service with no further issues.